Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was not switching on. Upon troubleshooting, fse found that the issue was due to the cable connectivity. Fse reseated the display cable connection of live and reference and tagged the cables. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected.

Event description:
It has been reported to philips that the live monitor was not turning on. No harm has been reported to philips. Philips has started an investigation of this complaint.